Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient gets the soft alarm and drain complication messages on and off. The patient stated trying to change positions often when getting these but sometimes the change of position helps and sometimes it does not. The patient is not constipated and has not had any fibrin. The patient did mention having a hernia in the stomach and was thinking it could be causing the issues but is not sure. The patient also mentioned doing fine on manual drains. The peritoneal dialysis registered nurse (pdrn) confirmed the patient has a hernia. Upon follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient¿s ventral hernia was present prior to the initiation of pd for rrt. The hernia has reportedly worsened over time and is now causing frequent drain complications. The nephrologist has ordered a surgical consult, and the pdrn will be scheduling an appointment as soon as the patient is able. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to utilize the same liberty select cycler and is awaiting the appointment.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient gets the soft alarm and drain complication messages on and off. The patient stated trying to change positions often when getting these but sometimes the change of position helps and sometimes it does not. The patient is not constipated and has not had any fibrin. The patient did mention having a hernia in the stomach and was thinking it could be causing the issues but is not sure. The patient also mentioned doing fine on manual drains. The peritoneal dialysis registered nurse (pdrn) confirmed the patient has a hernia. Upon follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient¿s ventral hernia was present prior to the initiation of pd for rrt. The hernia has reportedly worsened over time and is now causing frequent drain complications. The nephrologist has ordered a surgical consult, and the pdrn will be scheduling an appointment as soon as the patient is able. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to utilize the same liberty select cycler and is awaiting the appointment.